Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, inappropriate antitachycardia therapy (atp) for frequent premature ventricular contractions (pvc¿s) and premature atrial contractions (pacs) were observed. It was noted that the rhythm was normal. The patient was seen in clinic. Programming changes were made, and medicines were adjusted. Blood work was ordered to evaluate other causes of tachycardia. The patient was stable throughout the event.